Event description:
Litigation papers allege in the years following her surgery, pt suffered from discomfort and pain in her hips, groin, and legs. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.